Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to a combination of challenging patient anatomy and procedural circumstances. The reported difficult imaging was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. It was noted that after deployment of the first clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to stabilize the slda clip. It was noted that imaging was difficult throughout the procedure. The procedure was concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure. No additional information was provided.